Manufacturer narrative:
Should additional information become available this product issue will be updated. A lead revision has been scheduled to be performed. Once a resolution has been reached, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead presented with noise that caused four non sustained episodes in the ventricular fibrillation (vf) zone. Pacing inhibition was observed in two of these episodes causing asystole for several seconds. On (B)(6) 2008, an ablation procedure was performed to this node. The rv shock impedance has also decreased from 75 to 55 ohms. Currently the sensitivity is at minimum therefore no changes. The patient will be seen at the next patient follow up. This rv lead remains implanted and in service. No adverse patient effects reported other than dizziness experienced by the patient. Additional information was reported that during a patient follow up, the associated device had recorded six episodes due to noise oversensing on the rv lead. The noise is believed to be due to myopotentials. During these episodes, there was pacing inhibition that caused asystole for 4 seconds. This patient reported feeling dizzy during these episodes. The noise could be reproduced with patient movements. The shock impedance measurements were stable, although there was one measurement at 112 ohms. No additional adverse patient effects were reported.

Event description:
A lead revision was performed and this lead was successfully capped and replaced. No additional adverse patient effects were reported.